Event description:
It was reported that stent damage occurred. The target lesion was located in the renal artery. A 4.0mmx19mmx150cm express vascular sd stent was advanced for treatment and was used for chimney technique in endovascular repair. However, upon delivering the device into the guide catheter, severe resistance was felt and the device was unable to advance from midway. When the device was removed from the guiding catheter, a part of the stent was found to be lifted. The device was replaced with another of the same device and was used without reinserting. After replacement, the stent was delivered smoothly and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
(B)(6). Updated: d4 lot number, d4 expiration date, h4 device manufacture date.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the renal artery. A 4.0 mm x 19 mm x 150 cm express vascular sd stent was advanced for treatment and was used for chimney technique in endovascular repair. However, upon delivering the device into the guide catheter, severe resistance was felt and the device was unable to advance from midway. When the device was removed from the guiding catheter, a part of the stent was found to be lifted. The device was replaced with another of the same device and was used without reinserting. After replacement, the stent was delivered smoothly and the procedure was completed. No patient complications were reported.